Event description:
"Patient was implanted with a 38 x 100 relay plus, and procedure was uneventful, with successful exclusion forpau lesion in the proximal descending thoracic aorta. At one year follow-up, a pinhole jet stream of contrast was seen emanating from the relay plus, at approximately the third covered stent. The jet went into the area of the pau . No type I or type ii was suspected. The graft was subsequently relined with another relay plus 38 x 100, and the jet stream of contrast resolved." Patient outcome: "no patient injury."

Event description:
"Patient was implanted with a 38 x 100 relay plus, and procedure was uneventful, with successful exclusion forpau lesion in the proximal descending thoracic aorta. At one year follow-up, a pinhole jet stream of contrast was seen emanating from the relay plus, at approximately the third covered stent. The jet went into the area of the pau . No type I or type ii was suspected. The graft was subsequently relined with another relay plus 38 x 100, and the jet stream of contrast resolved." Patient outcome: "no patient injury."